Manufacturer narrative:
Philips has investigated the reported complaint. Based on the additional information collected, it was confirmed that the system was not in clinical use at the time of the incident, and the issue occurred during startup. A philips field service engineer (fse) conducted an onsite inspection and confirmed that the system was unable to boot, stalling at the 00:00 timestamp. Upon further troubleshooting, the fse identified a software-related issue preventing the medical application from loading during startup. To resolve the issue, the fse restarted the system and accessed service mode prior to the application loading. Following this intervention, the system resumed normal operation and was returned to clinical use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.